Event description:
The manufacturer received information alleging a ventilator sounded for ac power disconnected. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation, it was observed that the air inlet path assembly was lifted up. The device's power supply and air inlet path assembly needs to be replaced to address the issues.